Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor smooth round moderate profile 325cc saline breast implants, catalog number 3501650, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent unknown breast augmentation with mentor smooth round moderate profile 325cc saline breast implants which the right side deflated. The issue was confirmed through physical examination. As a result, patient had the device removed and replaced with catalog number 3501650, serial number (B)(4), lot number 7566484 on (B)(6) 2018.

Manufacturer narrative:
On 7/12/2018, new information indicated that at the time of surgery the right implant had issue with capsular contracture, and patient underwent bilateral removal and replacement and left replaced with catalog number 3501650, serial number (B)(4). It has been concluded that the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s normal physiologic response to the implantation of a foreign object. As stated in the instructions for use, capsular contracture is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. White and brown material was observed within the device. During evaluation a crease was observed on the posterior aspect. A rent was also observed within the crease, measuring approximately 0.1 cm. No other anomalies were discovered. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. Intervention. There is no indication that this related to manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. The device history record (DHR) for the lot number 6963400 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. At this time is not possible to determine the origin of the white and brown material observed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On previous report mentor mistakenly reported that the right had issue with capsular contracture, and was left implant that had the issue with capsular contracture. Manufacturer¿s reference number: (B)(4).